Manufacturer narrative:
(B)(4). The information was reported through a journal article. No specific patient information regarding events has been provided and it is unknown if the events have been previously reported. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Procedure? Does the surgeon believe that ethicon product (prolene suture) caused/ contributed to the patient deaths reported in the article? Does the surgeon believe there was any deficiency with the ethicon suture product prolene used in this procedure? Does the surgeon believe that the ethicon product (prolene suture) involved caused and/or contributed to the postoperative complications described in the article?

Event description:
It was reported in a journal article entitled: freedom solo valve: early- and intermediate-term results of a single centre¿s first 100 cases authors: pierre oses, jean-philippe guibaud, nicolas elia, gilbert dubois, guillaume lebreton, mathieu pernot, xavier roques citation: european journal of cardio-thoracic surgery. 2011; 39: 256 261. Doi: 10.1016/j.ejcts.2010.04.038. The freedom solo (fs) aortic valve is a bovine pericardial stentless valve, which requires only one suture line. The aim of the author¿s single-center retrospective study was to assess post-operative and intermediate-term hemodynamic results of the first 100 consecutively implanted valves. A total of 100 patients (39 male and 61 female; age range: 42 to 86 years old) underwent aortic valve replacement with a freedom solo from november 2006 to january 2008. During the surgical procedure, the fs valves were implanted with a continuous supra annular suture line technique using 3 prolene 4-0 running sutures starting at the base of each sinus valsalva and proceeding to the top of the commissures. Results: one death was reported which was valve related: the patient, anticoagulated for atrial fibrillation, and died following a subdural bleed. It was concluded that the fs stentless bioprosthesis appears to be an excellent option for avr in older and often sicker patients. Echocardiographic data showed that the hemodynamic performance, particularly in small diameters, of the fs valve is excellent and allow us to use it by first intention in this population. Additional information has been requested.